Manufacturer narrative:
One medfusion pump was received with the top case chipped on the right corner, a cracked bottom case by the l-bracket and a cracked right plunger case. The event history log was unable to be downloaded due to the blank screen. The power up process was conducted and there was a blank screen with a constant alarm. The main board was inoperable due to normal wear since there were no signs of damage. The main board was 11 years old and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a green screen with alarm. There was no reported adverse event.